Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. The patient was hospitalized for another indication. It was reported that patient "followed over the counter antibiotics without doctors orders". It was further reported that the patient was treated with vancomycin injection (500mg, intraperitoneal, every 5th day, discontinued) and amikacin injection (500mg, intraperitoneal, twice daily, discontinued) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient recovered from peritonitis but remained hospitalized. No additional information is available.

Manufacturer narrative:
B5: upon further follow up, it was reported that the patient recovered from cloudy effluent. It was reported that extraneal was discontinued on an unreported date and it was reported that the dianeal "dose reduced". No additional information was available. Should additional relevant information become available, a supplemental report will be submitted.